Manufacturer narrative:
(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system non-dehp y-type catheter extension sets leaked blood out of the y-connector, at the point where it bifurcates. This issue was identified during use on 3 separate patients. The leak was further described as leaking from a part of the tubing and not from a connection point. There was no report of patient injury or medical intervention associated with this event. No additional information is available.